Event description:
It was reported a patient had peritonitis and had to have their peritoneal dialysis (pd) catheter (non-fresenius product) removed. There is no further information available. Upon follow-up, the patient stated the peritonitis event was related to ruptured intestinal diverticula. The patient confirmed the event was not related to fresenius products. The patient stated being happy on pd therapy and did not have any adverse effects from any products. The patient has since had a kidney transplant. The catheter used by the patient is not a fresenius device. The manufacturer of the catheter, and further product information, is unknown. C-774842 (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).